Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: deformed instrument. During the operation the instrument has been deformed. There was no impact on the procedure, the operation was finish successfully. The broken part has been thrown away. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
An investigation was conducted and it showed that the tips were badly damaged with wear and tear. No manufacturing related issues were found. Based on these findings, the cause of failure is not due to any manufacturing non-conformances and the exceeding applied mechanical force during tightening caused the deformation. No product fault could be detected.